Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found the bearings of the pitch and one of the grip inputs were found to have moderate corrosion. The clamping pulleys of the same inputs also were corroded near the bearings. Additional related observations: failure analysis found the failure of functional test failed - other - manual articulation failure. During the testing of the manual articulation, the pitch and yaw inputs rotation was not smoothly. Common causes of corroded bearings and clamping pulleys are attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The root cause of this failure mode is likely attributed to the corroded bearings.